Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine via an implantable infusion pump. It was reported that in 2014 the catheter was not in the correct location and the patient wasn't getting the best relief in her pain symptoms. Due to this a ins system was implanted.